Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 90 mg/dl.

Manufacturer narrative:
Device not returned